Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shaft of a 5f exoseal vascular closure device (vcd) poked a hole in the brite tip sheath. Hemostasis was achieved. There was no reported patient injury. No excess force was applied during insertion, and the user was not able to insert the device fully to the black marker. The sheath was not kinked or bent upon removal, and there was no visible bend or damage to the distal end of the vcd after removal; however, there appeared to be a hole in the side of the sheath that was not present prior to the procedure. An antegrade approach was used. A 5x11 brite tip catheter sheath introducer (csi) was used. The physician was certified in the use of the exoseal vcd, and there were no visible signs of device or package damage prior to use. The device was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability, including the insertion angle, was verified on angiography, and the vessel diameter was confirmed to be at least 5 mm. The puncture site had no visible calcium or plaque, there was no vessel stenosis greater than 50% at or near the puncture site, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. The exoseal will be returned for analysis; however, the sheath was not retained.

Manufacturer narrative:
Event date unknown, if date information is received, it will be submitted within 30 days upon receipt. Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shaft of a 5f exoseal vascular closure device (vcd) poked a hole in the unknown cordis sheath. There was no reported patient injury. The exoseal will be returned for analysis; however, the sheath was not retained.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the shaft of a 5f exoseal vascular closure device (vcd) poked a hole in the brite tip sheath. Hemostasis was achieved. There was no reported patient injury. No excess force was applied during insertion, and the user was not able to insert the device fully to the black marker. The sheath was not kinked or bent upon removal, and there was no visible bend or damage to the distal end of the vcd after removal; however, there appeared to be a hole in the side of the sheath that was not present prior to the procedure. An antegrade approach was used. A 5x11 brite tip catheter sheath introducer (csi) was used. The physician was certified in the use of the exoseal vcd, and there were no visible signs of device or package damage prior to use. The device was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability, including the insertion angle, was verified on angiography, and the vessel diameter was confirmed to be at least 5 mm. The puncture site had no visible calcium or plaque, there was no vessel stenosis greater than 50% at or near the puncture site, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. (B)(4): a non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was received in a not depressed position, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Additionally, the indicator window was observed in the black/white position. No additional anomalies were identified during this visual analysis. A functional analysis was performed using a cordis laboratory sample csi. The device was evaluated by inserting it into the unit and subsequently withdrawing it. During this assessment, no friction or resistance was observed. The reported event of ¿vascular closure device (vcd) impeded perforated sheath¿ was not observed through analysis of the device received as the catheter sheath introducer was not returned for evaluation and no issues were noted with the returned device. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿the vascular sheath introducer and/or exoseal¿ vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal¿ vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair¿ also the IFU states, ¿orient the exoseal vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees). Caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180°, and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal vcd.¿ neither the information available for review nor the product analysis, suggests that the reported failure could be related to the design or manufacturing process of the unit. No preventative or corrective actions will be taken at this time.